Event description:
Caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. Caller confirmed the blood glucose level did not exceed 500 mg/dl. Technical support determined an o-ring was on the pneumatic tap and guided the caller to remove it and clean the area. After following these steps, the caller was instructed to reload the cartridge, which was done successfully, allowing the caller to resume insulin therapy without further issues.